Event description:
Covidien received a report from a biomedical engineer with no audio. Engineer isolated the no audio to the speaker.

Manufacturer narrative:
Covidien has requested that the speaker be returned for investigation.